Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. It was reported that the patient in prone position with only thigh pads on. Discussed how to place the chest pads on a patient in this position taking caution not to have patient lay on the pad tubing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient in prone position with only thigh pads on. Discussed how to place the chest pads on a patient in this position taking caution not to have patient lay on the pad tubing. Patient was cooled using the arctic sun device because of 39c, but now down to 35.4c. Target temperature was 37c. Device in normothermia. Only thigh pads are placed. Flow was 0.8lpm. Water temperature 40c. Heater command was 16 percentage. Pump hours were 281.9 and system hours were 386.3. Device set to rewarm at 0.25c/hr. Nurse confirmed the target temperature on the graph is 37c, not a controlled rewarm. Discussed importance of proper pad coverage and discussed pad placement for this patient. Device was responding appropriately. Explained external measures including a bair hugger might be added if protocol allows. Per follow up information received via task on 28oct2025, spoke with charge nurse who stated these had been adult size large pads and patient had to lay prone due to ongoing treatment to open sepsis on back. The chest pads were mostly applied, but that one flap had to lay partially open to not touch the patient's wound care area. No issue with treatment after chest pads applied. Patient was able to meet target.

Event description:
It was reported that the patient in prone position with only thigh pads on. Discussed how to place the chest pads on a patient in this position taking caution not to have patient lay on the pad tubing. Patient was cooled using the arctic sun device because of 39c, but now down to 35.4c. Target temperature was 37c. Device in normothermia. Only thigh pads are placed. Flow was 0.8lpm. Water temperature 40c. Heater command was 16 percentage. Pump hours were 281.9 and system hours were 386.3. Device set to rewarm at 0.25c/hr. Nurse confirmed the target temperature on the graph is 37c, not a controlled rewarm. Discussed importance of proper pad coverage and discussed pad placement for this patient. Device was responding appropriately. Explained external measures including a bair hugger might be added if protocol allows. Per follow up information received via task on 28oct2025, spoke with charge nurse who stated these had been adult size large pads and patient had to lay prone due to ongoing treatment to open sepsis on back. The chest pads were mostly applied, but that one flap had to lay partially open to not touch the patient's wound care area. No issue with treatment after chest pads applied. Patient was able to meet target.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Patient was cooled using the arctic sun device because of 39c, but now down to 35.4c. Target temperature was 37c. Device in normothermia. Only thigh pads are placed. Flow was 0.8lpm. Water temperature 40c. Heater command was 16 percentage. Pump hours were 281.9 and system hours were 386.3. Device set to rewarm at 0.25c/hr. Nurse confirmed the target temperature on the graph is 37c, not a controlled rewarm. Discussed importance of proper pad coverage and discussed pad placement for this patient. Device was responding appropriately. Explained external measures including a bair hugger might be added if protocol allows. Per follow up information received via task on 28oct2025, spoke with charge nurse who stated these had been adult size large pads and patient had to lay prone due to ongoing treatment to open sepsis on back. The chest pads were mostly applied, but that one flap had to lay partially open to not touch the patient's wound care area. No issue with treatment after chest pads applied. Patient was able to meet target. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient in prone position with only thigh pads on. Discussed how to place the chest pads on a patient in this position taking caution not to have patient lay on the pad tubing. Patient was cooled using the arctic sun device because of 39c, but now down to 35.4c. Target temperature was 37c. Device in normothermia. Only thigh pads are placed. Flow was 0.8lpm. Water temperature 40c. Heater command was 16 percentage. Pump hours were 281.9 and system hours were 386.3. Device set to rewarm at 0.25c/hr. Nurse confirmed the target temperature on the graph is 37c, not a controlled rewarm. Discussed importance of proper pad coverage and discussed pad placement for this patient. Device was responding appropriately. Explained external measures including a bair hugger might be added if protocol allows.